Event description:
Nurse notified by patient attendant that ventric was broken- it snapped off at transducer. Sitter states patient's pillow fell off bed- unsure if pillow caused transducer to snap off or equipment defective.